Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported having blood glucose levels over 600 mg/dl. Blood glucose level was 550 mg/dl at the time of the call. Customer had not treated at the time of the call. During troubleshooting, customer continued to receive no delivery alarms and was not able to get insulin to exit manually. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.